Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was a 90% stenosed, distal circumflex lesion with moderate tortuousity. The lesion was predilated using a 2.0x15mm balloon three times. The 2.5x16mm taxus express2 drug eluting stent was deployed at 10 atm for seven seconds. The stent delivery balloon was deflated. The physician attempted to withdraw the balloon, but he felt resistance and the balloon did not move. The physician repeated inflation and deflation and the guiding catheter was deep-seated. The balloon was withdrawn successfully. The patient had no injures or symptoms during the procedure. The patient condition was reported to be "good".